Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor was further investigated and de-cased, sensor was damaged during de-casing and is unscannable. The puck was received by the hardware product quality engineering (hpqe) team. A visual inspection was performed using a digital microscope on the returned puck. A crack was observed on the sensor therefore, the observation in phase 2 is confirmed. The data in the initial scan from initial phase investigation was reviewed. The puck was observed to be in sensor state 8 (error_termination). The sensor could not scan after de-casing and couldn¿t scan when placed into the text fixture; therefore, functional testing could not be performed. The sensor was able to scan in initial phase but could not scan after de-casing; as well as the crack observed on the printed circuit board assembly. This issue is unable to be tested due to damage from de-casing. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. Section h6 (investigation findings) code c20 (no findings available) and d15 cause not established was selected, as adc was unable to perform further testing on the returned device. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 275 mg/dl compared to readings of 110 mg/dl respectively obtained on a meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 13 days. There was no report of death, serious injury, or mistreatment associated with this event.